Event description:
It was reported that during a cystoscopy procedure, while using the soltive premium superpulsed laser system, errors occurred, and after five minutes, the single-use laser fiber stopped working and burned/broke while inside the patient's body. The fiber burned/broke approximately one foot from the tip of the device. The broken fiber portion was retrieved from the patient's body by the physician. Although requested, the method of retrieval is unknown at the time of this report. The procedure was completed using a competitor's device. There was no patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h2, h6, h7, and h9. The complaint was not confirmed; the device was not returned for evaluation. Therefore, a definitive root cause was not identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the most probable cause of the complaint is cause not established due to no device problem found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.